Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who indicated there was no sound coming from speaker assembly during a yearly preventive maintenance (pm) of the device. The rse provided the customer information for a replacement speaker assembly to resolve the issue. Based on the information available in the case, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Event description:
The customer reported the loudspeaker is not working. It was confirmed there was no sound coming from the speaker. The device was not in use on a patient at the time of event, there was no adverse event reported.